Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The patient's external iliac arteries were reported to be calcified. It was reported that approximately thirteen months post index, the physician performed a secondary procedure to resolve a right limb occlusion. The physician stated that there was an apparent stenosis within the proximal limb, (right limb). The physician was successfully able to open the limb and perform angioplasty on the external iliac and popliteal arteries. The physician believes that the calcified vessels and sfa disease contributed to the occlusion. No additional clinical sequelae were reported and the patient is fine.